Event description:
On spot at CT laboratory, when ventilator is to be connected, the ventilator "goes out" without alarm before it is connected to patient. Turned it on again, and the ventilator alarmed-low battery capacity.